Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had not been detected on the bus. The field service engineer (fse) arrived on site and found no drawer failures at the station. A proactive system inspection was performed, but the component that had been failing could not be identified. The log files contained no errors, and the machine performance analysis report showed no failures for this device. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.